Manufacturer narrative:
The insulin pump was monitored for 5 hours with multiple basal rates no sudden shut off screen, blank display, display anomaly or unexpected audio or beep anomaly noted during our testing. No damage was found inside the insulin pump noted. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test. No low battery, failed battery test, off no power or battery indicator anomaly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker. No cracked on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump fell out of her pocket, and then it beeped and shut off. The customer changed the battery and the device alarmed failed battery test; she also received an off no power alarm. The customer reported a crack on the right corner of the screen. The customer's blood glucose level was unknown. The customer stated that she did not receive a low battery alert prior to the off no power alarm. The customer reviewed her alarm history and found a past bad battery alert and a low battery alert from the month of (B)(6). The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device should be replaced, and to return their device back for analysis.